Manufacturer narrative:
Device not explanted.

Event description:
It was reported that a patient had a perceval valve implanted on (B)(6) 2016. An increase in gradients was noted, and tee showed an immobile cusp with what appeared to be a thrombus. He was anticoagulated with warfarin, and a repeat tee showed thin and unrestricted leaflets with lower gradients. The device was not explanted. The patient had no coagulation issues prior to the event, and no coagulation therapy was provided before the thrombus event. The exact date of this event is unknown. Livanova was notified of the event on 30 august 2017.

Manufacturer narrative:
The partial manufacturing and material records for the perceval heart valve, model #icv1210 , s/n # (B)(4) were pulled and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. As the device was not explanted, no further investigation can be performed and the root cause of the event cannot be determined. However, based on the analysis performed, no device failure was detected. Furthermore, as the event was resolved with anticoagulation therapy it has been deemed not-device-related. As stated in the perceval instructions for use, "prosthesis thrombosis" is among the "risks or potential adverse events associated with cardiac valve replacement with a bioprosthesis." This event is therefore a known, inherent risk associated with the procedure. Updated fields: date of report, device availability, date received by manufacturer, type of report, type of follow-up, evaluation codes (corrected data: codes updated).